Event description:
During a bone marrow aspirate and biopsy procedure, when the aspirate needle was being removed, the green handle became loose and was no longer firmly attached to the needle. Two hemostats were used to safely remove the aspirate needle without any harm to the pt. Another site and needle set were used to obtain the core biopsy.